Event description:
Reporter stated the patient capillary sample was tested, using the suspect device, with a result of 575 mg/dl. An additional venous sample was obtained from the same patient, and when tested in the facility's lab, measured 91 mg/dl. Reporter noted that patient was not treated based on the value obtained on the suspect device. Reporter indicated that quality control testing had been performed on the suspect device that morning, and the results fell within the acceptable range. Technicial support requested the return of the suspect device and replacement product was shipped.